Manufacturer narrative:
Getinge field service engineer (fse) issue: pim test fail. Resolution: replace pneumatic interface module assembly (B)(6). Precautionary service: see parts for complete list and d040-00-0458-01 verification: ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range updates provided to mr. Robert willert (in-house biomed).arrival sv#: 1. Issue: pim test fail. Resolution: replace pneumatic interface module assembly p¿new pim assembly fail order another pim. Precautionary service: see parts for complete list. Verification: ran all the tests in accordance to the manufacturer¿s specifications. The failure analysis and testing dept. Received part number pneumatic interface module with a reported unit failure of pim test fails. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number pneumatic interface module serial number into the cardiosave test fixture serial number and tested the pim to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part numberrevision r. The fat dept. Was able to replicate the failure of the pim failing the leak test. The pim failed the leak differential pressure test at -12mmhg. The factory specification is +-10mmhg. The pim failed testing. Retaining the pim in the fat dept. Per procedure number 0002-07-d008 rev.ar. The failure analysis and testing dept received part number pneumatic interface module serial number with a reported unit failure of pim test fails. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number pneumatic interface module serial number into the cardiosave test fixture serial number and tested the pim to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number revision r. The fat dept. Could not replicate the complaint of the pim test failing. The pim passed all testing. Retaining the pim in the fat dept. Per procedure 0002-07-d008 rev.ar.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen went blank and shutdown. There was no harm reported.